Manufacturer narrative:
Assessment/investigation by merz: as the lot number was not available, a batch record review and lot search on the reported lot could not be performed. However, routine trending for radiesse did not identify any trends related to the reported issue (q4-2025 radiesse product family trending report, (B)(4), 11-may-2026); therefore, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. This case was assessed as serious per the following rationale: this case is considered as serious with the serious event vascular occlusion because potential treatment was deemed necessary to prevent a permanent damage. Corrective treatment was not provided and outcome was not reported. Due to limited reporting of the injection date and onset date of the event as well as the localization of the event, temporal and local relationship can only be assumed. The event vascular occlusion (serious) is expected based on the currently valid us instructions for use (IFU) of radiesse and can occur after treatment with radiesse. Product preparation issue and off label use of device are coded for formal reasons only. A dilution of radiesse with belotero balance for injection into the hands is not approved based on the us instructions for use (IFU). Strong confounding factor includes concomitant injection with belotero balance. Nevertheless, a contributory role of radiesse cannot be excluded with certainty, as it is difficult to assess which product or whether possibly both products have caused onset of the events. Based on the information provided, causality is assessed as possibly related to the treatment with radiesse, however there is no indication that a product-related issue contributed to the event. This case is considered as serious and reportable to the FDA, as the serious event vascular occlusion, was deemed to meet the serious criteria of requiring intervention to prevent permanent damage. Merz causality re-assessment/investigations due to follow-up information received on 01-jul-2026: as the lot number was not available, a batch record review and lot search on the reported lot could not be performed. However, routine trending for radiesse(+) did not identify any trends related to the reported issue (q4-2025 radiesse product family trending report, (B)(4), 11-may-2026); therefore, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. This case was assessed as serious per the following rationale: this case is considered as serious with the serious event vascular occlusion because potential treatment was deemed necessary to prevent a permanent damage. Corrective treatment was not provided and outcome was not reported. The reported event occurred in a compatible local relationship. However, due to limited reporting of the injection date and onset date of the event, temporal relationship can only be assumed. The event vascular occlusion (serious) is expected based on the currently valid us instructions for use (IFU) of radiesse(+) and can occur after treatment with radiesse(+). Product preparation issue and off label use of device are coded for formal reasons only. A dilution of radiesse(+) with belotero balance for injection into the hands is not approved based on the us instructions for use (IFU). Strong confounding factor includes concomitant injection with belotero balance. However, a contributory role of radiesse(+) cannot be excluded with certainty, as it is difficult to assess which product or whether possibly both products have caused onset of the events. Based on the information provided, causality is assessed as possibly related to the treatment with radiesse(+), however there is no indication that a product-related issue contributed to the event. This case is considered as serious and reportable to the FDA, as the event vascular occlusion, was deemed to meet the serious criteria of required intervention to prevent permanent damage.

Event description:
Case description: this case was linked with case (B)(4), referring to the same patient. This spontaneous report was received from a us healthcare professional and concerns a patient. The patient was injected with radiesse into the hands on an unknown date. Radiesse was blended with belotero balance us (product preparation issue, off label use of device). The lot number for radiesse was not reported. On an unknown date, after injection with radiesse, the patient experienced a vascular occlusion. The outcome of the event was unknown. Follow-up information was received on 01-jul-2026: the suspect product was recoded from radiesse to radiesse(+). Patients initials and gender (female) were provided. The patient was injected with radiesse(+) into the hands. Radiesse(+) was blended with belotero balance us (product preparation issue, off label use of device). The patient experienced a vascular occlusion in the hand. The outcome of the event remained unchanged.